Manufacturer narrative:
Additional information: the reported event that the castor broke off of the device was confirmed by the field service technician. The castor was repaired onsite.

Event description:
It was reported that during transport at the user facility, the castor of the cart broke off. No impact to the operator or procedural delays were reported by the user facility with this event.

Event description:
It was reported that during transport at the user facility the castor of the cart broke off. No impact to the operator or procedural delays were reported by the user facility with this event.